Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.0mmx100mmx150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.